Manufacturer narrative:
A csf leak was reported following a procedure in which duraseal was used. No surgical intervention was required and the patient recovered without further incident. The duraseal instructions for use (IFU) in place at the time of this incident, states: "do not apply the duraseal hydrogel to confined bony structures where nerves are present..." The duraseal IFU also states: the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."

Event description:
Distributor representative reported a cerebrospinal fluid (csf) leak following an unknown procedure in which duraseal was used. The patient developed the csf leak. The csf leak did not require surgical intervention, and the patient recovered without further incident.